Event description:
It was reported that in the ICU during insertion into the patient's left subclavian, the swg "lost its integrity" (unraveled). As result, both the catheter and swg were removed and replaced without issue to complete the procedure. A delay was reported, however, there was no harm to the patient due to this delay or as a result of this occurrence. The patient involved was (B)(6) male.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.